Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed different alarms that would also cause the unit to be unable to mechanically ventilate. The sensor interface board was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed, this alarm would cause a loss of mechanical ventilation, discovered during preuse checkout.